Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Review of the manufacturer's database indicated that the patient had died approximately one month post the implant of the replacement system. Cause of death was requested and not received.